Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a whipple procedure, there was difficulty activating the device, as the jaws were sticking in the open position. The jaws were not opening as easily as they usually do. There was no pt consequence.